Manufacturer narrative:
Per the customer who returned the loaner device, the correct reprocessing steps are followed at the facility. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was repaired three times from july 2021 to date, including repair for foreign material at the forceps elevator and dirt inside the light guide (lg) lens in november 2021. Upon inspection of the device, it was observed that the forceps elevator had foreign material. Due to clogging of the air/water tube, no air/water is fed. The clogged substance is not visible and is not coming out. It is not confirmed whether the clogged substance is foreign material or not. Other incidental observations for the device are: nozzle is deformed; adhesive on distal end rubber coating (a-rubber) is detached; a-rubber is dirty; connecting tube has a scratch, wrinkle, and discoloration; insertion tube protector (ig protector) has a cut; forceps channel port is shaved; grip is dirty and has a scratch; scope cover (s-cover) has a scratch and discoloration; scope cylinder (s-cylinder) is shaved; control unit is dirty and has a scratch; protector of universal cord on s-connector side has a cut; universal cord has a scratch and discoloration; s-connector has a dent; right/left (r/l) knob and up/down(u/d) knob are dirty; due to wear of angle wire (k-wire), bending angle in all directions does not meet the standard value, and the play of u/d knob and of r/l knob is out of the standard value; distal end c-cover has a dent; and lg lens has a crack and a chip. Cause of foreign material remaining under forceps elevator cannot be specified. Based on the device evaluation, possible reasons can be as below. Due to k-wire wearing, forceps elevator did not work and cleaning under forceps elevator was insufficient. Then, foreign material remained. User¿s brushing method of/around forceps elevator differed from instructions for use (IFU) recommendation. Facility staff was less trained in device handling, reprocessing before returning for repair and usual reprocessing method in accordance with IFU. IFU (reprocessing manual) says about infection risk caused by insufficient reprocessing as below: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.

Event description:
This is a returned loaner device. There is no reported harm to any patient or persons. Upon inspection of the returned device, it was observed that the forceps elevator had foreign material. This medwatch is being submitted for foreign material found on the forceps elevator during device inspection.